Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the equipment doesn't work, was confirmed. It was found that the cable and the motor were defective and that the hand piece was physically damaged. Also, there were missing screws inside the device and the device had corrosion. Upon analysis, the device was found to be repaired by an unauthorized third party. The motor, cable and front screws were replaced, o-rings were replaced as per maintenance, and the device was tested and found to be working according to specifications. The unauthorized repair of the device by a third party would have caused the missing screws on the device. The physical damage to the hand piece and cable is most likely a result of user mishandling of the device. Also fluid ingress into the device is the root cause of the corrosion of the device. The damaged components would have caused the complaint reported by the customer. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that 8022 handpc tornado shaver device did not work. During in-house engineering evaluation, it was determined that the device had corrosion. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. There were no reports of any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplementall medwatch will be submitted accordingly.